Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: e1 (event site name), h6 (type of investigation, investigation findings).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation of e1(B)(6).

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) displayed an overheating alarm and code 3 during operation and went into standby mode. No harm reported.

Manufacturer narrative:
Other contact person:(B)(6). Other contact email ID:(B)(6) other contact phone number: (B)(6). Updated field: b4, d8, d9, e1(event site telephone and email), g2, g3, g4, g6, h2, h3, h6(medical device- problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. The customer switched to an alternate cardiosave unit to continue therapy. The affected cardiosave unit restarted without issue the following day. A distributor field service engineer (fse) (meditec) inspected the unit and replaced the scroll compressor. The unit passed all functional and safetys test.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: d4 (serial number and UDI).

Event description:
N/a.